Event description:
The patient's right knee was revised due to infection. An I & d was performed and all devices were removed. An antibiotic spacer was implanted.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for identification or evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: lot ID, sterile lot ID, return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Catalogue number unknown at this time. Device description reported as an unknown insert; cat# unknown; lot# unknown. The following other devices were also listed in this report: femoral component; cat# unknown; lot# unknown. Tibial component; cat# unknown; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information (including x-rays and medical records) has not been made available due to hospital and surgeon policy. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving an triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. At the time initial MDR report was submitted device information was not available. The following is device information for one of the components that were previously reported as unknown in initial emdr: tri ts baseplate size 6; cat# 5521-b-600; lot# kofr. The following other devices were added to this report after submission of the of initial emdr report: triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m8n57j. Tri rm/ll tib aug sz6 5mm; cat# 5545-a-602; lot# gmeda. Tri lm/rl tib aug sz6 5mm; cat# 5545-a-601; lot# er7kd3d. Tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m8t19j.

Event description:
The patient's right knee was revised due to infection. An I & d was performed and all devices were removed. An antibiotic spacer was implanted.